Event description:
The account reported the left side rail is not latching. The stretcher was located in the basement facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the left side rail has broken end tube which was caused by a violent patient in the ER. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left side rail end tube to resolve the issue. Based on this information, no further action is required.